Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with (b)(4) units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone 15 / 2.9.1 / iOS_18.6.2.